Manufacturer narrative:
The sample was serum, no sample issues were noted. Qc has been acceptable. A review of qc and calibrations in proservice did not reveal any obvious issues. On (B)(6) 2011, service instructed the customer to run a low level precision run. No service visit was needed; the issue was resolved by the customer recalibrating the system.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous low total bilirubin (tbil) results generated on the unicel dxc 800 pro synchron chemistry analyzer units. The results were not reported out of the laboratory. The sample was repeated and higher result was obtained. Patient treatment was not impacted by this event.